Event description:
A report received from the USA stated an 840 ventilator experienced a device alert which rendered the ventilator inoperable, while being used on a patient. There was no reports of patient injury as a result of the event. The date of the event is unk.

Manufacturer narrative:
A covidien customer support engineer (cse) inspected the device and verified the reported issue. The cse replaced the graphical user interface (gui) central processing unit (cpu) printed circuit board (pcb), updated the backlight inverters, and installed version ak software. The device passed all calibrations, short self-test, extended self-test (est) and performance verification test according to manufacturer specifications. (B)(4).